Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: the cadiere forceps instrument was received for failure analysis evaluation. The instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece was returned, measuring roughly 0.7630¿ x 0.270¿ in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the cadiere forceps instrument broke while the surgeon was suturing. A fragment fell inside the patient and was retrieved during the same surgical procedure which was completed robotically. No additional procedures were performed or required to retrieve the fragment. The patient has not returned to the hospital due to any post-surgical complications. The instrument will be returned along with the fragment. No images or video is available for review.